Manufacturer narrative:
B3: the event occurred on an unspecified date of (B)(6) 2025. E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked due to a hole in the bag. This was observed during product filling/compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between june 19, 2023 ¿ june 20, 2023. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a small hole leakage from the bottom left weld was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the manufacturing process causing a small hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.